Event description:
Plaintiff reports initial bilateral implantation 11/21/74. Plaintiff alleges "...injuries as a result of...implants containing or consisting of silicone, silicone gel, and/or elastomer made of silicone.